Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from multiple pt samples that were generated by the unicel dxl 800 access instrument. The customer provided results from 13 pt tested from 01/06/06 to 01/12/06. The accu tnl results were in the range of 0.51 ng/ml to 34.79ng/ml. The accu tnl results were in the range of 0.51ng/ml to 34.79 ng/ml. The customer re-tested the pt original samples for accu tnl. The repeated accu tnl results were in the range of 0.12ng/ml to 0.42 ng/ml, with one flyer of 2.56ng/ml which recovered as 0.07ng/ml upon repeat. It is unk if the accu tnl results were reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.